Event description:
The pharmacist at the foreign medcomp distributor reported that one lumen of the catheter migrated while connecting it for treatment. The migrating lumen was removed through the femoral vein using a lasso catheter. Dialysis is continuing with the remaining catheter.